Manufacturer narrative:
Results: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker.

Event description:
It was reported that 10 weeks post op form l4-5 tlif psf patient heard a crack and experienced pain. Upon radiographic exam, it was found that the xia screws moved along the rod since immediate post op. Patient underwent revision surgery in which xia was removed.